Event description:
It was reported that the user dropped the ilet in a driveway, resulting in a cracked screen that rendered the device unusable; the user transitioned to multiple daily injections with blood glucose reported as normal, received guidance on shutting down the device, data syncing to the app prior to return, start-up requirements for the replacement, return logistics, and continued cgm use parameters. Symptoms included no reported hypoglycemia, hyperglycemia, or injury. Outcomes included continued therapy via mdi without interruption of glucose monitoring. Investigation included review of the reported damage and troubleshooting education. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no indication of device malfunction prior to damage. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in screen damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.